Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment for a distal type I endoleak following total aortic arch replacement with the frozen elephant trunk (fet), using gore® tag® conformable thoracic stent graft with active control system(ctagac). The ctagac was deployed overlapping the distal side of the previously implanted elephant trunk. On an unknown date, postoperative follow-up examinations revealed enlargement of the aneurysm. On (B)(6) 2026, contrast-enhanced computed tomography (CT) demonstrated the presence of an endoleak near the distal end of the elephant trunk. On (B)(6) 2026, following a one-debranching bypass for an aortic arch branch, an additional stent graft was relined within the elephant trunk and the ctagac. Based on CT imaging findings, it was reported that the endoleak was most likely originating from the overlapping segment between the elephant trunk and the ctagac; however, the exact origin of the endoleak and the cause of aneurysm enlargement could not be identified.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.